Manufacturer narrative:
An event regarding infection involving a triathlon insert component was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: not performed as no medical records were received. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the source of the infection could not be determined as clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The surgeon reported a left total knee performed on (B)(6) 2014 is now infected and he wants to remove the implants. The surgeon proceeded to removed the implants from the left knee with osteotomes. After removing the components he proceeded to implant a temporary antibiotic spacer. The surgical site was then closed.

Event description:
The surgeon reported a left total knee performed on (B)(6) 2014 is now infected and he wants to remove the implants. The surgeon proceeded to removed the implants from the left knee with osteotomes. After removing the components, he proceeded to implant a temporary antibiotic spacer. The surgical site was then closed.

Manufacturer narrative:
Additional devices listed in this report: cat # 5510f401, lot # ee4pa, description: triathlon cr fem comp #4 l-cem; cat # 5520-b-400, lot # khixa, description: triathlon prim tib baseplate - cemented; cat # 5551-g-299, lot # yknt, description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.